Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 63 and 202 mg/dl. Tests were done within 10 minutes. Pt using expired control solution. Pt did not experience any adverse events. No further info has been reported.